Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had change sensor laamr and calibration error. Customer's blood glucose at time of incident was 6.5mmol/l. The customer was explained alert and possible causes. The customer stated bad sensor alert occurred after a 2nd consecutive calibration error and discussed timing of calibration leading to alert and calibration protocol. The customer was advised that we are sending 2 replacement sensors.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.